Event description:
In 2008, a doctor alleged to ormco corporation that he had four patient¿s return with enamel and dentin fractures on their second premolar teeth. All four incidents occurred with the use of damon 3mx brackets that had fallen off.

Manufacturer narrative:
The doctor could not provide any specific information for the patient reported in this incident. The doctor restored all the patients' teeth using a composite restoration and believes the patients should be fine. He reported that he used transbond light cure cement to bond the damon 3mx brackets for three patients and used grengloo light cure cement for the fourth patient. The doctor returned the bracket from only one of the reported incidents to ormco corporation for evaluation; however, he could not specify from which patient the bracket had fallen off from. Please see the attached evaluation summary for the returned bracket.this is the first MDR report of the four incidents reported.this is the final report. - attachment: [damon3mx 2016150-2008-00126 - evaluation.pdf]